Event description:
The customer reported that at the beginning of the case, an incision was made and shortly after that the system was not functioning properly. The incision was then sutured closed and the case (along with another case) was then cancelled. The customer reported the unit will not prime. The technical support specialist assisted with troubleshooting over the phone and found a fluidics 24v failure.

Manufacturer narrative:
The svc rep checked the unit and found an IV pole error, a red stop sign fluidic 24v failure, and the IV pole stuck in the up position with no movement. The footswitch was replaced and returned for testing. Investigation, including root cause analysis is in progress.